Manufacturer narrative:
(B)(4). The analysis results found that the el5ml device was in good visual condition with the orange indicator overtraveled. In an attempt to replicate the reported incident, the device was tested for functionality. Upon testing, the instrument was cycled and after several actuations no clips were fed into the jaws; therefore the lockout mechanism could not be tested. In order to evaluate the condition of the internal components of the device, it was disassembled. Upon disassembling, the feeder shoe tab was noted damaged causing the feeding issues. In addition, fifteen clips were found inside the clip track. No conclusion could be reached as to what may have caused the reported incident. The batch record was reviewed and no anomalies were noted during the manufacturing process.

Event description:
It was reported that during a laparoscopic cholecystectomy procedure it was found that the microscopic clip applier was empty of clips when opened. Changed to same like product and surgery proceeded. Two minutes delay to surgery. No adverse event to patient.